Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. Reportedly, the app suddenly responded and customer was able to complete load and resume insulin.